Event description:
It was reported the patient's blood glucose level rose to 300mg/dl while wearing the pod longer than 48 hours. It was also reported that the pod was leaking insulin. As treatment, the patient activated a new pod.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. A tear was observed in the exposed portion of the soft cannula from which fluid was observed to leak from. The timing and cause of this cannula tear could not be determined.